Event description:
Material #302995, lot #4304524. It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. Productcomplaintsyringes - customer called to report that the syringe pack was opened for use and a grotesque looking substance was found in the syringe. Ref 302995 customer stated there were two sub lots but not sure which one was the xxxx . Lot# 4304524 - c16 and lot# 4304524 - c17, sample is available, not used on a pt. No harm reported. Doe (B)(6) 2025.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(6) - supplemental MDR - foreign matter. One sample was provided to our quality team for investigation. Upon visual evaluation, it was observed that the sample has an unknown orange particulate within the fluid path. Fourier transform infrared spectroscopy (ftir) analysis shows the most likely match is thermoplastic siloxane elastomer used within the manufacturing plant. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter in the fluid path defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 4304524. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4304524 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.